Event description:
Pt presented to physician office with c/o breast assymetry. Recent MRI suggests possible rupture of silicone breast implants. Pt scheduled for removal and replacement on (B)(6) 2009. Pre-op dx: bil capsular contracture.